Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer had a motor error alarm on their insulin pump. It was found the customer was rewinding their insulin pump without the reservoir in place when the alarm occurred. The customer also stated they were stuck in the rewind loop on their insulin pump. The customer was unable to access their settings as a result of the alarm. Customer's blood glucose was 13.2 mmol/l. The customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to motor encoder signal out of phase. Unable to perform displacement test due to motor error alarms. The insulin pump was received with cracked case at the display window corners, cracked battery tube threads and with minor scratched display window.